Event description:
The customer reported the system failed to display an image. No report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The controller and image processor pcb were replaced. Also, the video controller was reconnected. The system was then found to be working as intended.